Manufacturer narrative:
The reported event of noise on rtegm signal was confirmed. Based on the information provided, it was determined that the inference on the merlin programmer is due to environmental noise. No device malfunction was identified during the analysis.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardioverter defibrillator (ICD) exhibited noise. The ICD was implanted and no further intervention was reported. The patient condition was unknown.